Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted: tg3715/05621338.

Event description:
In 2008, this patient was implanted with gore tag thoracic endoprosthesis to treat a dissecting thoracic aneurysm involving the right and left subclavian arteries. Four days post procedure, the patient expired from multiple infarcts of the brain. Additional procedures performed during the device implantation include: bilateral carotid subclavian vessel transposition with proximal subclavian artery occlusion and a right iliofemoral artery bypass with 10 mm dacron graft conduit (manufacturer unknown).